Event description:
It was reported pad burns occurred. The patient was undergoing radiofrequency ablation (rfa) of a fibrotic liver tumor. A leveen standard was used with a rf3000 radio frequency generator. Four non bsc grounding pads were positioned on the patients thighs per the dfu. The ablation was performed for 90 minutes in the first tumor and 60 minutes in the second tumor. The highest power was 200 watts. Roll off was achieved. At the end of the procedure, while removing the pads, burns were observed on both legs under all four pads. The burns were second and third degree and ranged from 4x4cm to 5x5cm. There were no issues with pad contact and the contact and skin conditions were reported to be monitored during the procedure. The patient was treated with topical cream and antibiotics. There were no further complications reported and the patient condition was stable.